Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross is an issue known to require a second device or additional procedure/dislodged stent requiring medical intervention. Device issue: failure to cross/dislodged stent. It was reported that an otw xience (2.5x23mm) was advanced to treat the lesion located in the mid circumflex, however, the device failed to cross and upon retraction, a perforation was noted. The graftmaster was advanced for treatment of the perforation, however, it also failed to cross and upon retraction, the stent dislodged on the sheath edge and had to be snared for retrieval. The retrieval was successful and the vessel was patent. Perforation was not sealed, however, angiomax was stopped and the perforation resolved on its own. The procedure was stopped at this point and the pt is doing fine. No additional event or pt info is available.